Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that "it does not pass the check". There was no report fo patient involvement.